Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during registration the system would become unresponsive. This would occur both while tracing or tapping the fiducials, and would last for more than a few seconds. Similarly, while the surgeon was using the probe to check the plan, the scan model sometimes did not move in real time and lagged more than a few seconds. This occurred in both ent and cranial applications. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0709: applicable to occurred both while tracing or tapping the fiducials a110201: applicable to system would become unresponsive a110301: applicable to did not move in real time and lagged medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a software investigation analysis was completed to determine the probable cause of the issue. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, and c19 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.